Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Additional information was received that the bsn sales representative was unable to speak with the physician regarding the patient's death but spoke with the patient's wife and she did not indicate that the death was device related.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Correction to initial MDR in field: device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to an unknown reason.